Event description:
It was reported that while the pt's mother held the pt on (B) (6) 2009, she slipped and fell on some ice. During the fall, the pt hit the left side of her head and subsequently reported hearing no further sound from the implant. The pt was taken to the hospital on (B) (6) 2009, for follow-up with her audiologist. Some swelling was reported over the implant site, but no pain was reported. All external equipment was functional. Testing carried out on (B) (6) 2009, indicated hi on electrode channels 1, 2, 3, 5, 8, 9 and an intermittent hi on electrode 4. Ground path was present but significantly higher (3.45, 3.48 and 3.49) than ground path results (1.95) at previous visits. Testing was repeated several times with the same results each time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.